Event description:
It was reported that the customer's insulin pump had an issue with the act button not responding. The customer's blood glucose was 320 mg/dl. The customer did not recall any significant events leading to the keypad issue. Advised the pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.